Event description:
After anesthesia provided sedation; 200 j of synchronized energy used, and a small pop occurred at the site of the pad. So, we changed the pads and repeated the cardioversion with 200 j and pressure, and patient converted to sinus rhythm. The pads were removed there does not appear to be any burn marks.